Event description:
Caller reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that the reset was a built-in safety feature ensuring the pump's performance and was educated on necessary steps to resume insulin delivery. Customer successfully resumed insulin after reloading the cartridge and restarting cgm sessions.